Manufacturer narrative:
If explanted; give date: na (not applicable) the lens was implanted successfully and remains implanted. Device evaluation: the intraocular lens was not returned as it remains implanted. Therefore, an investigation of the lens was not possible. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no discrepancies found during the review. The documentation shows that the production order was manufactured according to specifications. The units were released according specification in compliance with the product intended use as required. There were no associated deviation or non-conformity reports found in the review related to the complaint. A search revealed no additional investigation requests for this production order. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implant of the intraocular lens (iol), the plunger was extended as far as possible while the cartridge was tightly in the incision. It was noted that the technician may have introduced the viscoelastic too early into the cartridge during preparation. The iol was not injected; but the plunger was. The doctor indicated she did not see the problem at first, started over, and then inserted the iol in the bag. While closing the incision with a 10-0 nylon suture, vitreous was noted at the incision, believed to be from a temporal zonular dehiscence. Attempted anterior vitrectomy was insufficient and a posterior approach was performed by retina to remove it. Post op the patient was doing well so far. There was some temporal iris atrophy and mild nasal decentration of the lens. Patient's uncorrected visual acuity at the last visit was 20/30, pinholing to 20/20-. Last exam showed no retinal detachment. No further information was provided.